Event description:
Initially, securestrap would not fire the clips, after multiple attempts it fired, but then kept jamming. Manufacturer response for 5mm absorbable strap fixation device, securestrap (per site reporter).took report of problem, issued a rga#. They will send replacement product and a return kit.what was the original intended procedure?right tep laparascopic inguinal hernia reapir.device #1is this a laboratory device or laboratory test?no.